Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose of 583 mg/dl on (B)(6) 2017. The customer treated with manual injection. The customer had called because he was unable to upload to carelink. The customer was assisted and was able to complete upload. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.